Event description:
Account states they are having ise problems and gave the following examples of discrepant sodium results. Sample 1: initial sodium 126 meq/l, repeated as 138 meq/l. Sample 2: initial 122meq/l, repeated as 133 meq/l. Sample 3: initial 118 meq/l, repeated as 132 meq/l. Sample 4: initial 124 meq/l, repeated as 121 and 133 meq/l. Sample 5: initial 130 meq/l, repeated as 136 meq/l. The affected pts were not treated based on the incorrect values. The account repaired the instrument by replacing the sample probe.